Manufacturer narrative:
The device was received, and an evaluation is complete. This evaluation included a visual assessment as well as functional testing. The reported condition was verified. Evaluation observed burn damage to the rear case near the battery pins and the associated wireless module case near the battery contacts during evaluation. The cause was determined to be a fluid intrusion. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the rear case near the battery pins and the associated wireless module case near the battery contacts appeared to be burned. No additional information is available.